Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test due to the prime anomaly.

Event description:
The customer reported frequent no delivery alarms during basal and bolus deliveries. Troubleshooting was performed, and the insulin pump passed the prime test. However, the customer stated that he has been getting the alarm with every infusion set he uses, and feels the insulin pump is malfunctioning. Advised the customer would be replaced. Nothing further was reported.